Manufacturer narrative:
Upon device analysis it was determined that the pacemaker had entered safety core. The system showed a software issue to memory issues. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. The analysis concluded evidence of memory corruption in the returned pulse generator device that was not a hardware issue. No patient involvement.

Event description:
It was reported that this pre implanted device was received by post market quality assurance with no reported allegations. No patient involvement.